Event description:
On (B)(6) 2015, the reporter contacted lifescan (B)(4), alleging inaccurate results. This complaint is being reported because the reported results did not meet lifescan's accuracy/precision criteria and the alleged inaccuracy issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The product has been returned and evaluated by product analysis on with the following findings: the meter passed all testing with no faults found. The reported issue could not be confirmed. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed.

Manufacturer narrative:
Correction 12/29/2015 - on (B)(6) 2015, the lay user/patient contacted lifescan (lfs) (B)(4) alleging that her onetouch verioiq meter displayed inaccurately high results compared to a laboratory device. The complaint was classified based on the customer service representative (csr) documentation. The patient claimed that the subject meter was reading inaccurately on (B)(6) 2015, when she obtained an alleged inaccurately high blood glucose result of ¿140 mg/dl¿ on the subject meter compared to ¿106 mg/dl¿ on a laboratory device performed within 10 minutes of each other. Based on statistical methodology, the calculated difference between these results exceeds lfs¿ accuracy criteria. The patient manages her diabetes with medication, including metformin tablets. She reported that as a result of obtaining the alleged inaccurately high result, a healthcare professional (hcp) increased her metformin medication by ¿one pill¿ during a doctor¿s office visit on december 3, 2015. She denied developing any symptoms as a result of the alleged issue and no further treatment or intervention was specified. During troubleshooting, the csr noted that the patient¿s meter was set to the correct unit of measure. The csr also noted that the patient¿s test strips had been stored correctly and the test strip vial was not cracked or broken. The patient had used an approved sample site to obtain the blood samples and she described the correct testing steps. The issue remained unresolved. Based on the information provided, there is no indication that the alleged issue caused or contributed to a serious injury. The patient did not develop any symptoms suggestive of severe hypoglycemia, nor did she receive medical intervention for any symptoms. However, this complaint is being reported because the alleged issue remained unresolved at the time of troubleshooting.